Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler system. The event occured in indore, india. A livanova field service representative was dispatched to the facility to investigate the problem and could confirm the reported issue. Furthermore, error pump 1 will not start (e05) was detected. As troubleshooting the following components were replaced: circulation motor, distribution motor and cpu board. Functional verification tests were run and passed and the unit has been returned to the customer for use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, showing the error pump 1 uses too much power (e06) on the patient side. The issue occurred during procedure. There is no report of patient injury.